Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2018) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device 2). An additional supplemental emdr was submitted to represent the 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device 1). Per op notes, ¿an indirect as well as direct hernia defects were noted. The hernia sacs and preperitoneal lipomas were reduced. A 3dmax (device 1) was placed and tacked.¿ on (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax (device 2). Per op notes, ¿some adhesions of the preperitoneal fat were dissected free. Some fibrotic changes were noted. An indirect hernia sac was noted and reduced. A moderate size cord lipoma was excised. There was some contraction of prior mesh (device 1). It was not safe to explant the mesh. A 3dmax (device 2) was placed overlapped and sutured.¿ on (B)(6) 2024 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿dense fibrotic changes from prior surgery were noted. The lateral aspect of the prior meshes (device 1 and 2) were separated from the inguinal region. The hernia defect with preperitoneal fat was reduced to internal ring. A synthetic mesh was placed and sutured.